Event description:
The iab leaked. This was the only info at the time of the report. On 4/17/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: unk - reported 12/5/96. Patient's current status: unk - rpt'd 12/5/96.